Event description:
It was reported that during an unknown procedure the device gave an alert screen. The procedure was completed with a second like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the shaft bent and the jaws close. Due to the returned condition, functional testing could not be performed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.